Event description:
The customer called to report that he was taken to the hospital due to a hyperglycemic episode (bg's rose to 500 mg/dl). He was semi-conscious upon arrival at the hospital - an IV was administered which helped him to regain consciousness. Doctors changed his settings and basal rates before releasing him. The pod will be returned for eval.

Manufacturer narrative:
The device involved was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency.